Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had not completed the air removal step. Technical support educated the customer on completing the cartridge air removal step before filling the cartridge. Customer primed the tubing to address the issue.